Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative(rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor its was reported that they could not connect with patient device but after trying they were able to connect. Patient reported that when they put the device on, it gets to their l side and their left leg would start stimulation and nothing is felt on the right side. Patient turned off the device and started that they could not go anywhere without stimulation going to her legs, hip and that it hurt really bad. Patient was at 0.9 v and on the call patient decreased stim down to 0.8 v. Pt confirmed stim feels better, the sensation is going away and that they did not feel anything else. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information